Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and found that it was alarming for blockage detected. Further investigation of the pump determined that the downstream occlusion sensor was shattered and was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited an alarm for blockage detected. Subsequently, the patient switched to functional pump. No patient consequences were reported, and no adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating that the error was received when the patient was loading the cartridge.